Event description:
It was reported that the threads of an aleutian an inserter broke off inside the aleutian an coronal inserter outer shaft/handle post-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the outer shaft/handle.

Event description:
It was reported that the threads of an aleutian an inserter broke off inside the aleutian an coronal inserter outer shaft/handle post-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the outer shaft/handle. Note: upon product inspection, no deficiencies were detected, the device functioned as expected.

Manufacturer narrative:
Upon product inspection, no deficiencies were detected, the device functioned as expected.